Event description:
The patient reported left side "nipple discharge". Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. Rupture found on (B)(6) 2021. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening, broken striated in the radius side and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. A striated broken in the radius assessed as surgical damage. Missing piece of the shell assessed as to inconclusive. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.